Event description:
The patient was being pushed in the action 2000 wheelchair on level ground when she suddenly fell forward out of the chair. The front two castors buckled, and the lap strap failed. The lap strap was still attached to the chair but had snapped in the middle. She was taken to the ER the following day, and an x-ray confirmed that her left hand was fractured in two places. The patient's hand was put in a cast, and they are using a sling.

Manufacturer narrative:
This record is being filed due to an event that occurred in the united kingdom with an action 2000 wheelchair. This record was created due to the us manufactured myon wheelchair being similar in design and would likely to have the same outcome as this event. The cause of the patient's fall from the chair and the failure of the lap strap and castors to function properly remain unknown at this time. The cause of the lap strap failure remains uncertain. Despite being attached to the chair, it had broken in the middle. The manner in which the lap strap gave way is also ambiguous - it is unclear whether it tore or the latch disengaged. Pictures and more information have been requested. Because the chair is infrequently used, the family was not aware of how unsuitable it was. They rejected having the wheelchair repaired and have requested a replacement. If more information becomes available this complaint will be revisited.